Manufacturer narrative:
Vyaire medical was able to verify the customer's reported issue during testing and evaluation. The unit was started and no alarms occurred. After performing a successful operational verification procedure with a known good test circuit, the air supply was cut off and was immediately able to reproduce the reported issue of no alarms occurring. Vyaire medical replaced the bender to address the customer's reported issue. The unit meets all factory service specifications.

Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device, once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the customer just received this unit back and the 02/air alarms are not working. The customer stated that he can disconnect either gas and no alarms activate. There was no report of any patient involvement associated with this reported event.